Event description:
It was reported that a device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 24mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, and all release criteria was checked. After meeting all release criteria, the physician unscrewed the closure device from the core wire and successfully implanted the device in the laa of the patient. Prior to the procedure ending it was noted that the closure device had embolized out of the laa. The patient was brought to have open heart surgery to remove the device. During surgery the closure device was successfully removed from the patient and the laa was closed off. The patient is recovered from these events and doing fine.